Event description:
It was reported that customer was hospitalized due to low blood glucose. Family feel uncomfortable with the pump. Pump test performed and pump appeared to be functioning as designed.